Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was high and it was 297 mg/deal at the time of the incident. A customer reported that the insulin pump was exposed to moisture. Customer reports there was fluid under the lcd display. The customer was unable to troubleshooting for high blood glucose level. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.